Event description:
International affiliate reports that needle broke during a septoplasty procedure. Needle pieces were retrieved. There are no reported adverse consequences to the pt related to this event.